Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No unexpected audio anomaly or absence of audio alarms/alerts noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 50 mg/dl and treated with coke. Customer reported that she did not hear the sensor alarm which contributed the low blood glucose. The insulin pump will not be returned for analysis.